Event description:
It was reported that the patient was hospitalized after receiving inappropriate defibrillation therapy due to oversensing observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.